Event description:
The physician reported as "catheter rupture".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 22/apr/2009. The reporter of the complaint was asked to return the product for analysis as well as to indicate the patient data, implant date and explant date. The information has not yet been received by allergan. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."